Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. The product code of this device used in this situation is unknown; therefore, it does not have a u.s. 510k number. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to a baxter sales representative of an unknown secondary set that had a no flow. A sigma pump was used along with this set. The process step in which this reported condition occurred is unknown. There was no patient injury or medical intervention involved. No additional information is available.